Event description:
It was reported that the 9900 system would not save the images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was treated and found to be working as intended and put back into service.